Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device. No trauma has been reported.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. During a series of in situ measurements it was seen that all channels had high impedance values and suddenly in the next measurement no coupling could be obtained, which might be related to a defective telemetry cable.

Event description:
The patient has no more hearing sensation with the device. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. During a series of in situ measurements it was seen that all channels had hi impedance values and suddenly in the next measurement no coupling could be obtained, which might have been related to a defective telemetry cable. The recipient has been re-implanted but the device has not yet been received for investigation.

Event description:
The recipient no longer has any hearing sensation with the device. No report of trauma has been received. The patient has been re-implanted but the device has not been received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Device electronics operates within specification during investigation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer has any hearing sensation with the device. No report of trauma has been received. The recipient has been re-implanted.